Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during the implant procedure, the lead could not be fixed when placed in the right atrium. The physician tried several times to position the lead but was unsuccessful. The physician used a different lead to complete the procedure. There were no adverse consequences reported on the patient.

Manufacturer narrative:
Final analysis found the complete lead was returned measuring 52.1 cm. The helix extension and retraction were tested and found to be normal and within specification. All other damages found were consistent with procedural damage sustained during the attempt to fix the lead in position. Analysis was normal. No anomalies were found.